Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture/deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified mentor breast implants and experienced bilateral rupture/deflation postoperatively. As a result, the patient underwent bilateral device removal and replacement with 350cc saline mentor smooth round moderate profile breast implants, catalog number 3501655, lot numbers 5610794 on the left side and 5615473 on the right side on (B)(6) 2009. This report is for the patient's left-sided device.